Event description:
Report received from (B)(6) stating that the device "drive shaft bent". It is unk if the device was being used in surgery. It is unk if there are any pt or user injuries reported. It is unk if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).